Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the verification error. A technical support specialist troubleshot the device and resolved by updating the database identifier (dbid) on local and cloud, re-enabling medical prescription verification (rxverify), and notifying the site contact via voicemail. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user attempted to issue oxycodone 5mg tablet from a patient profile, but the system displayed an error message 'error calling api'. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.